Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery an ophthalmic console exhibited poor aspiration in phacoemulsification mode and system messages were displayed. Surgeon replaced fluidics management system pak, ultrasound tip, and handpiece but the issue has not been resolved. Procedure was completed after changing the console.

Manufacturer narrative:
The company service representative confirmed the reported event of fluidics related system messages through the systems event log remotely. A service request (sr) was opened for a preventative maintenance. Representative from manufacturer performed an on-site assessment and fond the system to meet specification per the service test procedure (stp). A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The system was found to exhibit no functional issues; therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).